Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid crystal display (lcd) screen was not flush with the device. It "leans forward" and causes the sticker to protrude a little bit. No patient involvement was reported.

Manufacturer narrative:
G2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection noted wear and tear on the enclosure. A contaminated water tank, float switch, and interlock block. The lcd is bent forward. Device has a faded line cord. The aux outlet was damaged. Functional testing found the lcd on the printed circuit board (pcb) was damaged. This likely occurred when the customer installed the front cover. The complaint was confirmed. Root cause of the issue was the damaged lcd. This caused damage to the lcd connections to the pcb board as a result of the user forcing the front when closing the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, enclosure, float switch, interlock block, line cord and aux outlet. Replaced reservoir gasket and o-rings for preventative maintenance. Device passed all functional testing after the completed repairs.